Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient has left vocal cord paralysis. The patient fell earlier that day and went to the emergency room. The physician in the emergency room there claimed that the patient has left vocal cord paralysis, but the cause of the paralysis was unknown as the patient refused a scope. Attempts were made to the patient's physician for further information but the attempts were unsuccessful to date.

Manufacturer narrative:
.